Manufacturer narrative:
Sample is forthcoming. The investigation is still in progress. Once the investigation is complete, a supplemental MDR will be filed.

Event description:
It was reported that a cuff roll was noted on the balloon upon catheter removal. No pt complications reported.